Event description:
Resident found with g-tube feeding running wide open. Plastic crimping piece had broken. (Indicates the device had been removed from the enteral pump.) Resident had received approximately 650ml of formula. Resident went into respiratory distress with vomiting approximately 5 hours later. Set via ems to hospital. Hospital diagnosed pt with aspiration pneumonia. Later follow up revealed pt has "mersa". One pt involved.